Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 6563747. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 7909306.

Event description:
It was reported that the patient was unable to set the system into MRI mode. Troubleshooting was unable to resolve the issue. Surgical intervention may be taken at a later date to address the issues. Investigation was unable to determine which lead attributed to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.